Event description:
It was reported to me this morning that the newest dark blue bio bags have a couple of issues. The first is that we cannot see through the bags. This is an exposure issue as we try to limit the amount of staff members that have to remove samples from the bags. The less people exposed the better. These bags do not allow an employee to keep the sample in the bag while receiving. Secondly related to the same issue, is that sometimes nurses send up multiple specimen types in the same bag, dry swabs have been missed and then needing recollection due to an employee not seeing it in the bag. The second issue is that these bags leak when sent up with ice. The tear tab is where they are leaking from.